Event description:
Pt enrolled into the create pas trial. Pt became flaccid on right side and had expressive aphasia after the stent was placed. CT angiogram showed that he had an ifarct in the cerebral hemisphere. Tpa was given without any changes in pt's symptoms. Spider was removed and was noted to be full of debris. Neurologist and cardiologist felt stroke was caused by embolic plaque.